Event description:
It was reported that the patient's rv lead has had increasing bipolar pacing impedance during the last year, from 500 ohms ((B)(6) 2009) to 1300 ohms in (B)(6) 2010. It was also reported that unipolar impedance was 454-500 ohms and pace/sense thresholds were stable. The lead is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.